Manufacturer narrative:
Phone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that endophthalmitis developed in a patient¿s right eye three months after the cataract surgery. The primary operation was completed with no problems, but endophthalmitis developed, and vitreous surgery was performed by which the inflammation had subsided since then. It was noted that the patient complained of eye pain. The reporting physician did not think much about the relation of this issue to the intraocular lens at first because a culture test performed, and no bacteria was found in the eye; however, he thought that it could have been caused by late-onset of toxic anterior segment syndrome (tass) while studying the event. Reportedly, the patients go to the hospital for doctor visit and treatment on a regular basis. It was noted that endophthalmitis had not developed in the clinic before and that on the day of surgery, five patients including this patient, all had cataract surgery. No other similar events on the same day of surgery were reported. It was reported that pcr (polymerase chain reaction) was performed which there were no microorganisms (bacteria) found, that the causative organism has not been identified by lucipul pcr and bacterial infection is not suspected even in intraoperative fundus findings. No further information was provided.